Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 270 mg/dl. No significant events leading to the keypad issues were observed. The customer stated that she kept the insulin pump in her bra during the summer time but stated that it had not been exposed to water. She noted that she had been exercising more and may have perspired more as a result. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, a cracked reservoir tube lip and broken battery tube threads.